Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the battery drawer was defective. It was also noted that the ring, bails and screw from back case were missing, the bail covers were broken, and no electrical anomalies were observed. (B)(4).

Event description:
It was reported that the battery drawer was defective and the device did not work. The external pulse generator (epg) was returned for servicing. No patient complications have been reported as a result of this event.